Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a resection procedure, it was observed that a part of the clip got stuck in the applier once the device locked. Removing the applier was impossible and an addition 3 cm resection was done. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. The following tests have been performed on the reclaimed instrument: the jaw has been measured and some clips were taken and pressed on a test hose. The dimension test showed that the instrument is within specification. The clips could be taken and pressed on the test hose. There were no deviations. No other damages were found on the instrument. The error could not be reproduced. No damages could be determined. The instrument is within the specification. The root cause is unknown. No corrective action will be initiated by k & w. However, there are traces of usage visible on the instrument. The instrument can be repaired.

Event description:
It was reported that during a resection procedure, it was observed that a part of the clip got stuck in the applier once the device locked. Removing the applier was impossible and an addition 3 cm resection was done. The patient's condition was reported as fine.